Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that following a non spinal cord stimulator (scs) related back surgery the patient was having difficulty charging the ipg. It was also mentioned that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.